Event description:
It was reported that during a colon procedure, there was damaged adjusting button shifted. There were no adverse consequences to the pt.

Manufacturer narrative:
Damaged articulation mechanism. Eval summary: the analysis showed that the device was received with the articulation mechanism damaged. The returned device was tested for functionality with a test cartridge on the 3 articulated positions; when fired to the left center and right the staple formation was conforming. The device was disassembled to verify the condition of the internal components, and the articulation gear left teeth were found damaged. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.